Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Attorney reports his client's leg was broken in multiple places and underwent surgery on (B)(6) /2008. Pt was implanted with a one-third tubular plate, cortex screws x 6 and cannulated screws x 2. The attorney alleges "pt has been suffering all these years in acute, exquisite pain and suffering with a left leg that is broken in multiple places and the hardware is not attached or connected, all that was since on or about (B)(6) 2008." All hardware currently remains in pt. This report is #8 of 9 for the same event.